Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexplained hyperglycemia while using the ilet, despite no food intake and a recent supply change; troubleshooting of insulin delivery found no issues, and a site-only supply change was performed without incident. Symptoms included elevated blood glucose. Outcomes included no reported injury or hospitalization. Investigation included guided troubleshooting and education with a site-only infusion set replacement. Investigation of this case revealed no device malfunction or delivery obstruction based on user-reported checks and successful site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.